Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were leaking from the septum. There was no reported impact to the customer's blood glucose level. Reportedly, the leaks were found prior to cartridge loading and the cartridges were not used.